Event description:
The catheter was inserted in the basilica vein on (B)(6)2009 without any difficulty. The patient completed therapy and went home. The patient found the catheter broken. X-rays were taken and the catheter was identified in the pulmonary artery. The catheter fragment was surgically removed.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample. The sample was received in two pieces; portion 1 had approximately 1.8cm of catheter tubing extending from the nose of the molded junction and portion 2 was approximately 43.4cm in length. The area of separation or break exhibited jagged edges on both portions. The device history record and material review report was unable to be reviewed as the lot number was not known. Conclusions - the engineer concluded that the separation/break was caused by excessive stress to the catheter. By applying excessive stress to a representative unit the engineer was able to duplicate the damage identified on the actual unit returned. The first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance throughout the manufacturing process. A pull test is performed per the specifications to insure catheter strength and integrity. (B)(4).